Event description:
During a mandible fracture case, surgeon requested an in-situ cutter to cut off excess from a 14 hole fracture plate. During this attempt, the cutter tip dislodged itself from the main instrumentation body. No adverse consequences and/or delay of procedure was reported.

Manufacturer narrative:
Investigation in progress but not yet complete.